Event description:
On (B)(6) 2013, patient had an implanted port removal. It was noted on removal that part of the catheter had broken off and was remaining in the patient-it was found to be broken when the surgeon examined the port at time of removal. Chest x-ray after procedure reveals that there was a retained piece of the catheter measuring about 9cm in length. The port was removed due to difficulty flushing and localized infiltration of the port site when last attempted use of the port.